Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/03/2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter after the patient took two hydroxyurea tablets. The patient noted the discrepant readings started 25 minutes after taking the hydroxyurea and the patient continued to check cgm and bg reading for approximately 6 hours after taking the hydroxyurea. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.

Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter after the patient took two hydroxyurea tablets. The patient noted the discrepant readings started 25 minutes after taking the hydroxyurea and the patient continued to check cgm and bg reading for approximately 6 hours after taking the hydroxyurea. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter after the patient took two hydroxyurea tablets. The patient noted the discrepant readings started 25 minutes after taking the hydroxyurea and the patient continued to check cgm and bg reading for approximately 6 hours after taking the hydroxyurea. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.